Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Second sensor performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula. Broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that she had issues with the sensor. The customer received lost sensor alarms. The cannula on the sensor had blood. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.